Event description:
It was reported that the patient developed an infection. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient developed an infection. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a lead explant procedure, and the explanted lead was discarded per hospital policy.